Event description:
The customer reported to olympus that the video system center had no image when a scope was plugged in. There were no reports of patient harm.

Manufacturer narrative:
During troubleshoot via telephone with olympus technical assistance center (tac), the customer reported that the video system center had no image when a scope was plugged in. The customer confirmed color bars could be seen when no scope was plugged in. Tac asked the customer to grab a scope to try and reseat the light source cables to see if that helps. When the scope was plugged in, an image was confirmed and the problem could not be recreated. Tac advised that if the problem continues, to start paying attention to the scopes that are having the problem. To date, the device has not been returned to olympus for evaluation. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the product has not been returned to olympus, due to this it was impossible to check the product¿s detailed status and the cause of occurrence could not be identified. Therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device.